Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur, and the customer was able to continue using the pump. Follow-up was planned by technical support due to a disconnected call which prevented them from instructing the customer to call back if issues reoccurred.